Manufacturer narrative:
Device is pending evaluation and repair.

Event description:
The customer reported the front panel leds are flashing and device will not power up. The customer reported no patient involvement, no patient harm. Evaluation and repair are pending.